Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis and high blood glucose of 475mg/dl. The mother stated that her son got sick and was throwing up while flying back home. Troubleshooting was performed, and no damage to the drive support cap noted. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found a no delivery alarm. The caller mentioned that his insulin pump was exposed to a full body scanner twice. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.